Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight within specifications, crease flat. Color was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: a.6, h.3, h.6.

Event description:
Patient reported ¿lump or thickening in or near the breast or in the underarm area, moderate pain," and "malposition." Healthcare professional reported right side capsular contracture, baker grade unknown. Treatment for the capsular contracture was performed in the form of a capsulectomy. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 28-jan-2010 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. (B)(4). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: ¿lump or thickening in or near the breast or in the underarm area¿, "moderate pain and a malposition", capsular contracture, unspecified grade.

Event description:
Patient reported ¿lump or thickening in or near the breast or in the underarm area, moderate pain," and "malposition." Healthcare professional reported right side capsular contracture, baker grade unknown. Treatment for the capsular contracture was performed in the form of a capsulectomy. Device has been explanted.